Event description:
Follow up information received. It was reported that the patient received a new patient controller with updated software, which resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The patient is currently awaiting troubleshooting as the next course of action.